Event description:
It was reported by the patient that the implantable cardiac monitor (icm) had migrated since implant. The icm remains in use. No patient complications have been reported as a result of this event.